Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using a mariner kmp 4f x 65cm 038 nb 0sh. During the procedure, the catheter fractured into three pieces with the tip retained inside of the patient. Due to this issue, the patient had to have a stent placed. The procedure was completed with another of the same device. The patient did not experience any harm as a result of this incident.